Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient was revised on a right hip due to disassociation of mdm insert.

Manufacturer narrative:
An event regarding disassociation involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: part of the coating was damaged most likely due to explantation. Very sparse fibrous on-growth was noted on the coated surface of the shell. A dimensional inspection could not be performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no similar other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient was revised on a right hip due to disassociation of mdm insert.